Manufacturer narrative:
The pump passed the self test and error alarm test. No other alarm was noted. The pump was programmed with several bolus units and the time/clock was also set. No data was lost. The pump had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of an unexpected restart from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that they lost data. The customer will be sent a replacement pump.